Event description:
The customer reported there was no air from the infusion line during surgery. A soft eye was reported. The customer switched out the cassette, the system was rebooted, and the customer called the company sales rep to assist with troubleshooting. The surgeon stated that the suction seemed high and would not respond to the footswitch. The customer had to borrow a system from their sister facility. The case was prolonged by 1 1/4 hours. The cassette was not saved for evaluation. The case was completed as planned with no pt injury reported.

Manufacturer narrative:
The company service rep examined the system and did not confirm the problems reported. The system was then tested and met all product specifications. No sample was returned for evaluation. The root cause of the event cannot be determined in this investigation. This report was mailed to FDA on: 08/20/2009.